Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. Also, moisture damage was noted to the motor and vibrator motor. The functional testing could not be performed due to the blank display. No audio anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump was blank and giving off a constant tone. The customer did not recall the blood glucose reading. No alarm occurred prior to the tone. The customer was on a boat at the time of the event. Replacing the battery did not resolve the issue. The insulin pump had not been dropped, bumped and did not show signs of physical damage. However, moisture was visible behind the display. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.